Event description:
It was reported the lead moved after the pt fell. The lead was replaced. The pt developed an infection after replacement surgery which required add'l surgery and device replacement again. The pt was referred to another physician. Also ref MFR# 2182207-2008-02639. Add'l info has been requested, a follow-up will be submitted when/if add'l info becomes available.